Event description:
It was reported that the device was "implanted then removed for valve replacement", after an implant duration of zero days. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.